Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that product. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a pneumothorax wedge resection procedure. After using one each, firing on second tissue but cutting and stapling could not be done. There was no problem loading or unloading the device. The stapler was not able to fire. The jaws of the device did not lock onto the tissue and no device component broke off. In order to resolve the issue and complete the case, replaced by a new one. There was no patient harm. The patient status is alive, no injury.